Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start up. Review of the system log files showed that the host pc did not start in the previous system start. Upon troubleshooting, fse confirmed that the host pc was defective. The defective host pc was returned to philips for failure analysis. The failed component is the motherboard, and the system was not turning on. To resolve the issue, fse replaced the host pc. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.